Event description:
It was reported that there was a high impedance issue. Of two leads, electrodes 0, 1 and 8, 9 were over 10,000 and were not being used. The patient believed this was caused by a car accident almost ten years back, and they never had their stimulation checked or a negative change in therapy because those electrodes were not being used.

Manufacturer narrative:
Concomitant products: product ID 377760, lot # v001116, implanted: (B)(6) 2006, product type lead; product ID 377760, lot # v001116, implanted: (B)(6) 2006, product type lead; product ID 377760, lot # n0028809, implanted: (B)(6) 2006, product type lead; product ID 377760, lot # n0028809, implanted: (B)(6) 2006, product type lead; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2006, product type extension; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2006, product type extension; product ID 37752, serial # (B)(4), implanted: (B)(6) 2006, product type recharger; product ID 37742, serial # (B)(4), implanted: (B)(6) 2006, product type programmer, patient. (B)(4).